Event description:
It was reported that the system 9600+ was operating and then suddenly turned off. All attempts to restart the system failed. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. It was determined that the auxilliary interface circuit board and the interconnect cable were defective. These parts were ordered, and will be replaced by the customer. No further malfunctions anticipated.